Event description:
A clinical director reported that a pt who had undergone lasik nearly eight years ago, presented with decreased vision in the left eye for the past two years, and poor night vision. The pt was examined and diagnosed with irregular astigmatism and corneal ectasia. The current surgeon is consulting with another surgeon to determine whether corneal cross-linking treatment may benefit this pt. They do not have info indicating specifically which laser this pt was treated on, but do not believe it was a laser manufactured by this company. No additional pt info is available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).